Event description:
It was reported that right ventricular (rv) lead exhibited unstable thresholds, high thresholds, high impedance and had a possible fracture. The rv lead was explanted and replaced. The replacement rv lead was not implanted as the physician could not advance the stylet. This rv lead was opened, not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.